Event description:
The account alleged the side rail would not latch. No injury reported.

Manufacturer narrative:
The account found the e ring came off the d pin that secures the side rail and this caused the d-pin to fall out of the side rail. The account replaced the e ring and d pin on the side rail to resolve the issue.